Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up and down buttons had a delayed response and the ok button was unresponsive. The up, down and ok buttons required hard presses to elicit a response. The patient stated that the keypad was intact. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were worn and the keypad was intact. The contrast button was intermittently unresponsive and the other buttons responded appropriately. Evaluation revealed there was contamination under all button contacts. Unrelated to the complaint, evaluation revealed that the display lens was scratched and cracked.